Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noted resistance when the stent was back loaded into the guidewire. The biliary stent prematurely deployed and got stuck inside the scope. The scope was then removed from the patient and then the physician used forceps to push the stent out of the scope. The procedure was completed using a second wallflex biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of stent prematurely deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: a visual examination of the returned device found that the stent had been deployed and was not returned for analysis. Only the stent delivery system was received for analysis. The clear outer sheath was kinked/accordioned 12mm distal to the reconstrainment band and the inner shaft was also kinked. These damages are consistent with the application of excessive force and is consistent with the customer event description. No issues were noted with the profile of the reconstrainment band. A 0.035in guidewire was inserted through this device without issue. The outer diameter of the clear outer sheath was verified to be within specification. No other issues were identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noted resistance when the stent was back loaded into the guidewire. The biliary stent prematurely deployed and got stuck inside the scope. The scope was then removed from the patient and then the physician used forceps to push the stent out of the scope. The procedure was completed using a second wallflex biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.